Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. On (B)(6) 2020 the device had eight months of battery life left, then, on (B)(6) 2020 it declared explant status. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at the moment. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. On (B)(6) 2020 the device had eight months of battery life left, then, on (B)(6) 2020 it declared explant status. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was already replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. On 09-july 2020 the device had eight months of remaining longevity, then, one week later it declared explant status. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was already replaced. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is cause not established.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 captures the reportable event of surgery.